Event description:
During routine maintenance (B)(4) found the reaming attachment for trauma recon system gets hot. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history for the past six months was reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device evaluated at (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The reporter's complaint that the unit was running hot was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.